Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump tried to kill him; the insulin pump failed to alert him to a low blood glucose event. The patient stated that paramedics woke him up out of a coma. His blood glucose at the time of incident is unknown, but after hospital treatment his blood glucose was 214 mg/dl. The customer also had a high blood glucose event exceeding 380 mg/dl. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. A displacement test and self test passed. However, there was a large air bubble in the infusion set tubing that the customer was attempting to prime out. The customer was advised that the device was functioning properly. No products were returned or replaced.